Event description:
Customer reported that writer securely attached sol-care needle tip to syringe (309657) and primed to correct dose. Client present and witnessed and verified dose. While self-injecting medication im, medication began leaking out of needle tip, pooling in luer lock. Small amount of medication (estimated 5 mg) wasted. New needle tip applied, and client self administered remainder of dose with no further issues.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.